Event description:
It was reported that 187 days after a coronary artery drug eluting stenting treamtment procedure the patient experienced acute coronary syndrome with weak enzymatic increase. The index procedure treated two target lesions with taxus express2 stents. Target lesion 1 was a heavily calcified region of the mid left anterior descending artery (lad). The phycian direct stented the lesion with one taxus exprexx2 8.8% 3.00x16mm drug eluting stent without complication. Residual stenosis was less than 30% after deployment. Target lesion 2 was a heavily calcified region of the left main coronary artery (lmca). The physician direct stented the lesion with one taxus express2 8.8% 3.5x8mm drug eluting stent without complication. Residual stenosis was less than 30% after deployment. The patient was discharged 10 days post index procedure receiving beta blockers, ace inhibitors, asa, theinpyradine antiplatelet, statin, and diuretics. The site reported that the patient experienced acute coronary syndrome 187 days post index procedure. It was resolved, 3 days later, with hospitalization, and reinforcement of medical treatment only.